Event description:
It was reported that during a cardiac ablation using the integrated mapping system (ims) and the sphere 360 catheter, tracking issues and visual warping of the sphere 360 catheter display during tracking was observed in the right inferior pulmonary vein and later also occurred in the left inferior pulmonary vein, along with visual warping of ablation tags in the right inferior pulmonary vein and left inferior pulmonary vein. Intermittent metal value distortion was also reported and was periodically resolved but not entirely. It was also reported that three channels (1¿2, 5¿6, and 9¿10) could not be visualized on the recording system while mapping information continued to be collected and could be visualized on the affera system, and pacing from both the affera system and the recording system remained unaffected. At the end of the procedure, phrenic nerve function was assessed and a new phrenic nerve injury was observed or suspected. The case was completed. The patient also experienced hypertension, with systolic blood pressure reported as 180¿210 and diastolic blood pressure reported as 90¿125 from admission throughout and post-procedure, which was associated with prolongation of an existing hospitalization, and medications were administered and/or adjusted in response. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: afr-00016 product type: mapping system product ID: afr-00012 product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.